Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 0 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was bypassed to fill 1 and fluid began to leak from the patient connection site. The cause of the leak is unknown. A new cycler was issued. The cassette used for treatment was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested but to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: b.5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the patient connection site after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 0 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was bypassed to fill 1 and fluid began to leak from the patient connection site. The cause of the leak is unknown. A new cycler was issued. The cassette used for treatment was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested but to date has not been provided.

Manufacturer narrative:
Corrected information: b.5 plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the patient connection site after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 0 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was bypassed to fill 1 and fluid began to leak from the patient connection site. The cause of the leak is unknown. A new cycler was issued. The cassette used for treatment was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested but to date has not been provided.